Event description:
It was reported that this programmer head stopped working. The programmer head was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the device failed telemetry testing due to the cable being out of electrical specification.